Manufacturer narrative:
As reported, hemostasis was achieved with 6f-7f mynx control vascular closure device (vcd). However, four days after the procedure; acute limb ischemia occurred, and the user proceeded with thrombectomy. This was a suspicious case as if a sealant was deployed internally. After the thrombectomy procedure, the customer found and stored a suspected sealant substance. Initially, this was a percutaneous transluminal angioplasty (pta) case. The arteriotomy did show calcification. There was no damage noted to the device packaging. The device was not stored in temperature exceeding 25 deg c. The mynx vcd was prepped according to the instruction for use (IFU). There were no damages noted to the sealant sleeves after removal from the package. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Excess force was not applied during insertion. The sheath was securely and successfully connected to the mynx. There were no difficulty depressing any of the buttons (button 1 or 2). There were no difficulty deploying the device. No other information was provided. The product was not returned for analysis. Only debris of the sealant of the mynx control vascular closure device 6f7f involved in the reported complaint was returned for analysis. The returned debris of the sealant was observed to have been soaked in blood as received. In addition, 3 files with the pictures of the debris of the sealant involved in the reported complaint were also received for evaluation. Per functional analysis, the mynx control vascular closure device 6f7f involved in the reported complaint was not returned for investigation. No lot number was provided therefore a product history record (phr) review could not be generated. The reported "inaccurate placement (intravascular)" and "acute limb ischemia" could not be confirmed as the device was not returned for analysis. Only debris of the sealant were returned. The exact cause of the reported events could not be conclusively determined. Pvd/calcium at the access site may prevent proper placement of the balloon, possibly resulting in improper placement of the sealant. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. If the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, hemostasis was achieved with 6f-7f mynx control vascular closure device (vcd). However, four days after the procedure; acute limb ischemia occurred and the user proceeded with thrombectomy. This was a suspicious case as if a sealant was deployed internally. After the thrombectomy procedure, the customer found and stored a suspected sealant substance. Initially, this was a percutaneous transluminal angioplasty (pta) case. Arteriotomy did show calcification. There was no damage noted to the device packaging. The device was not stored in temperature exceeding 25 deg c. The mynx vcd was prepped according to the instruction for use (IFU). There were no damages noted to the sealant sleeves after removal from the package. Femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Excess force was not applied during insertion. The sheath was securely and successfully connected to the mynx. There were no difficulty depressing any of the buttons (button 1 or 2). There were no difficulty deploying the device. The device will be returned for evaluation. Images are available for review. No other information was provided.